Event description:
It was reported that the patient indicated that the right ventricular (rv) lead exhibited high impedance, with possible fracture. It was indicated that the rv lead remains in use, intervention plan, if any, not yet decided. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).